Manufacturer narrative:
The cartridge was discarded and not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 07 sep 2023 from the caregiver a 61 year old female patient with a medical history including end stage renal disease, who stated a cartridge blood leak was observed during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 12 sep 2023 from the home therapy manager (htm) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.